Event description:
It was reported that the patient experienced difficulty connecting to their ipg and ineffective therapy. Troubleshooting was unsuccessful. As a result, surgical intervention was undertaken to remove the ipg. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103093. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.